Manufacturer narrative:
(B)(4). We have requested the return of the complaint device to fisher & paykel healthcare(f&p) in (B)(6). We will provide a follow up open completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare(f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There were no reported patient consequences.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare(f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint airvo 2 humidifier was received at fisher & paykel healthcare (f&p) in new zealand. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Results: during testing it was found that the audible alarm did not function and electrical resistance testing showed the speaker's resistance to be open circuit. However, we are unable to determine the cause of the failure mode in this instance. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."